Event description:
Per maude event report: patient with history of rheumatoid arthritis and degenerative joint disease underwent a right total shoulder arthroplasty. The tip of a 2.5mm drill bit broke off during the procedure. It was fluoroscopically identified and immediately removed. No further information provided by the hospital.

Manufacturer narrative:
No product returned. Hospital was contacted several times to obtain patient and product information. No information was provided.